Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however medical images and photos of the reported malfunction were received. Per review, the investigation is confirmed for fracture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808560 implantable port allegedly experienced a fracture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 65-year-old male weighing 62 kgs.

Manufacturer narrative:
The device has not been returned for evaluation, however medical images and photos of the reported malfunction were received. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808560 implantable port allegedly experienced a fracture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6)-year-old male weighing (B)(6) kgs.